Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(6). The disposable set is unavailable for return because the customer discarded it. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
Investigation: the disposable set was unavailable for return and investigation. The run data file was analyzed for this event. The device history records (DHR) were reviewed for this lot. There were no issues noted in the DHR that would contribute to the elevated wbc count that the customer experienced. Root cause: a definitive root cause could not be determined. The analysis of the run data file did not show a conclusive root cause for the higher than expected wbc content reported for this collection. However, the signals in the run data file indicate it is possible, though not conclusive that the plasma line may have become partially occluded about 12 minutes after platelet collection began. If the plasma line does not contribute properly to the platelet pump, it could cause the flow through the lrs chamber to be higher than the system expects, possibly allowing some wbcs to escape. The partial occlusion could have been due to a manufacturing defect in the set,air brought into the system at the ¿air detected at ac sensor¿ alert, or due to the orientation of the fluid lines as they exit the hex holder in the centrifuge filler.